Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary; (B)(4) no anomalies found, distal conductor blood/body fluid (not obstructed). Full lead returned and analyzed.

Event description:
It was reported that during the procedure to change out the patient's dual chamber pacemaker to a three chamber crt-p pacemaker, the lv lead could not be implanted "due to patient anatomy. Not product malfunction." There were no patient complications reported as a result of this event.